Manufacturer narrative:
Device evaluated by MFR.:initial condition of the unit returned with its original box, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual inspection was performed. A section of the polymer tip was detached; the damaged section was located approximately at 298.5 cm from the proximal end; the detached section of the device was not returned. No more damages were found in the device. Dimensional inspection was performed and the overall length could not be preformed due to the condition of the device as the tip was detached. The o.d. Was measured within specification.

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the anterior tibial artery . A 300cm v-14 control wire was advanced into the target lesion. However, the tip broke off and the physician added an hour of work time to retrieve the detached tip using a snaring device. Catheterization was continued using a different wire and the procedure was completed. No patient complications were reported. It was further reported that the target lesion was moderately calcified with approximately 80% stenosis.

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the anterior tibial artery . A 300cm v-14 control wire was advanced into the target lesion. However, the tip broke off and the physician added an hour of work time to retrieve the detached tip using a snaring device. Catheterization was continued using a different wire and the procedure was completed. No patient complications were reported.